Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon was attributed to a broken cable. The cause of the broken cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during procedure preparation, his olympus hd camera head was presenting a b30 scope communication error. According to the initial reporter, the intended procedure was completed using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A b30 scope communication error was present due to a faulty cable. Additionally, the unit failed the leak test due to a cut in another cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.